Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a colon resection procedure after the side by side anastomosis the surgeon used the tx device to staple the transaction of the transverse colon. At the time of the staple formation the surgeon performed a leak test and the center of the staple line had a leak, the staples were form in b form shape. He was using a blue reload, he then used a second reload and the same issue happened. He then a third reload and used scissors to cut the tissue and not a scalpel and the leak test showed no issues and the staple line was intact. He did not over suture the staple line. There was no patient consequence reported. The device and the reloads were discarded.